Event description:
Implant date: 11/23/1992. Post operatively, patient experienced pain and an motor vehicle accident injury to the lower back. Explant date: 10/03/1997. At time of explant it was noted that the left l5 nut was loose but all other hardware was tight and intact. A pseudoarthrosis was found.